Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure and ejected pockets, drawers were not in failure status. A field service engineer reseated the row board and retractor connections. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and prevented users from removing narcotics or blood pressure medication. The customer stated that there was a delay in patient care because of this issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-sep-2022 to 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4-1 had failed over the weekend and ejected pockets but drawers were not in failure status. The field service engineer reseated retractor and row board connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and prevented users from removing narcotics or blood pressure medication. The customer stated that there was a delay in patient care because of this issue. There were no adverse events or injuries reported based on this event.